Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2022. On (B)(6) 2022, the patient was taken to the operating room for suspected outflow graft compromise. A computed tomography angiography (cta) revealed concern for outflow graft twist. The patient began to experience constant low flow alarms overnight and experienced significant respiratory compromise. The surgeon used left thoracotomy to expose the outflow graft and disengaged the bend relief. An outflow graft obstruction was observed and suctioned out between the bend relief and the outflow graft. The decision was made to take the patient the to catheter lab where pressure wire was placed throughout the entire outflow graft. Dye was used and showed no twist and wide open outflow graft lumen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the reported respiratory compromise and heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined. The controller event log files collectively contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Low flow faults were captured throughout these files which resulted in several low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jul2018. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarms resolved after the outflow graft revision surgery and the patient was discharged home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.